Event description:
During in-house testing, the unit accepted a 60cc bd syringe as a 20cc syringe.

Manufacturer narrative:
During in-house testing, the unit accepted a 60cc bd syringe as a 20cc syringe due to a broken syringe saddle. MFR was able to confirm the issue and determine a cause. The unit was repaired and returned to the customer. MFR has change the saddle to a more durable material as a corrective action. No add'l action is necessary at this time. MFR considers this MDR closed with this report.